Event description:
It was reported that a review of data from a holter monitor showed that the ventricular lead had low impedance, loss of capture with one pause that had no discernible qrs or pacer spike after the p-wave. The patient reported feeling lightheaded. The lead will continue to be monitored and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.